Event description:
A charge nurse reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the leak occurred less than one minute from initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen at the hansen and the dialyzer. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on another machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, a delamination was observed on the cavity ID end of the dialyzer extending from approximately 220° to 20°, with the dialysate ports situated at 0°. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A charge nurse reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the leak occurred less than one minute from initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen at the hansen and the dialyzer. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on another machine with new supplies. The device is available to be returned to the manufacturer for evaluation.